Event description:
Customer reported being hospitalized due to dka. Prior to hospitalization customer had not changed set for 34 days. Customer was instructed to discontinue pump use. No further details provided.